Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Rv coil and svc coil impedance ranged from 55 ohms up to 1960 ohms. Actual shocking impedance ranged from 37 ohms up to 50 ohms. Follow up indicates that the patient had a tachy event and subsequent shock in (B)(6) 2009 and the impedance has corrected itself. It was further reported that the right ventricular lead was capped and replaced due to high impedance and an apparent fracture. No patient complications have been reported as a result of this event.